Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was instructed on a software workaround for the reported issue.